Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6), surgeon's name: (B)(6), date of initial surgery: (B)(6)2024, body part to which device was applied: tibia, surgery description: lengthening patient information: 16 years, male, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: "initial surgery went fine and so did the first stages of correction, however 2cm into the desired 3cm of lengthening treatment the nail stopped working. After discussions between patient and surgeon they decided to leave the nail in situ and lose the 1cm of desired lengthening and let the bone consolidate. We have just removed the nail at the end of treatment so it can now be investigated. ". The complaint report form also indicated: the device failure had adverse effects on patient (loss of achieved correction), the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required, a medical intervention (outpatient clinic) was not required. Copy of operative reports and copy of x-ray images are not available product is available for return, patient current health condition: patient had device removed (B)(6)2025. Further information received on march 10, 2025: the surgeon and patient collectively decided to end treatment once they realised the nail failed and there are no further treatments planned. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Both the nail and the receiver were returned and analyzed. Upon inspecting the receiver, it was noted that the cable was damaged in several places, and consequently, no functional test could be performed. The length of the tail left measured highlighted that the nail has lengthened by about 1.8 cm. The functional check confirmed that the returned nail was conforming to the specification. Therefore, no anomaly was found. Based on all facts, a reduction in motor performance can be ruled out. Thus, no intrinsic device failure occurred. It is not possible to determine whether any clinical conditions and/or external factors may have contributed to the operation of the device under unexpected conditions.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: tibia. Surgery description: lengthening. Patient information: 16 years, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "initial surgery went fine and so did the first stages of correction, however, 2cm into the desired 3cm of lengthening treatment the nail stopped working. After discussions between patient and surgeon, they decided to leave the nail in situ and lose the 1cm of desired lengthening and let the bone consolidate. We have just removed the nail at the end of treatment so it can now be investigated. ". The complaint report form also indicated: the device failure had adverse effects on patient (loss of achieved correction). The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports and copy of x-ray images are not available. Product is available for return. Patient current health condition: patient had device removed on (B)(6) 2025. Further information received on march 10, 2025: the surgeon and patient collectively decided to end treatment once they realised the nail failed and there are no further treatments planned. Manufacturer ref: (B)(4). Distributor ref: (B)(4).